Event description:
Reportedly, for the second time in this patient a remote fup generated a critical alert but no content in the pdf was presented. For the both times a patient initiated transmission (pit) was requested and the remote report was fully available.

Manufacturer narrative:
The home monitor detected an alert in the implant on 3 + 14 + 28 june 2023, but was unable to download the implant's memory. As a result empty reports were generated to warn the user. This event most likely was due to communication issues between the home monitor and the implant. The home monitor was connecting to the back-office as expected. Communication issues could be related to the environment, just as rf pollution or the distance between the home monitor and the implant. Automatic rf communications are suspended until a successful patient initiated transmission is performed, it is a security measure to not solicit the ICD battery in case of a connection problem. A manual transmission was successfully performed on 29 june 2023, and enabled the details of the alert to be recovered and resolved the issue. Based on available data, no issue is suspected on the devices.

Event description:
Reportedly, for the second time in this patient a remote fup generated a critical alert but no content in the pdf was presented. For the both times a patient initiated transmission (pit) was requested and the remote report was fully available.